Event description:
It was reported that 294 days after implantation of a 3.0x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 99% was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.75x15mm sprinter balloon. A 3.0x24mm taxus stent was deployed at 12 atm in the region of the lesion. A post-procedure stenosis of 0% was reported. The pt received heparin, lidocaine, nitroglycerin, and integrilin during the procedure. It was reported that there were "no complications," and the patient tolerated the procedure "well." The patient presented 294 days after the initial procedure with "recurrent chest discomfort," an abnormal myoview stress test," and a 85% in-stent restenosis in the proximal lad. Ptca was performed using a 3.0x12 mm sprinter balloon. Subsequently, a 3.0x13 mm cypher stent was deployed at 18 atm in the region of the lesion. A post-procedure residual stenosis of 0% was reported. The pt received heparin and nitroglycerin during the procedure. It was reported that there were "no complications," and the patient tolerated the procedure "well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7564542 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.